Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic (B)(4), per variance 5.

Event description:
Customer reported through an outreach program issues she was having with her insulin pump. Customer was recently diagnosed with diabetes after a kidney biopsy, so she is dealing with adjusting her lifestyle. Half of her pancreas was removed. Her doctor trained her how to bolus and a company representative trained her in the device, but she stated it takes some time for her to learn new things. She stated her device shuts off unexpectedly. When it comes back on the time is incorrect. This happened twice. Recently she was eating the wrong food and her blood glucose went up. Her device shut down and she changed the battery and infusion set, but it would not come back on. There was a time where she overate before bed, causing her to go over 400 mg/dl. She overcorrected with a bolus and woke up in the middle of the night at 29 mg/dl. Her mouth was ice cold. She ate something sweet to treat. She was educated on common battery and no delivery issues. Nothing further reported.